Event description:
It was reported that signal loss over one hour occurred for the receiver (pump). However, data for the smart device was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).